Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jun-2018 with the following findings:.during testing, the pump was powered on and emitted a cs 069 call service alarm immediately upon attempting a rewind step. The call service alarm was recorded in the black box data as a cs 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the battery compartment was observed to be cracked and the display appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs087. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. Anz rule out: this complaint is not reportable because this issue meets anz regulations exclusion criteria; protection against fault functioned correctly.